Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon was using the sentinel reamer to enlarge the diaphysis of the femur. Upon reaming the instrument snapped off at the shaft hub junction.